Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. The device was functionally tested. The grasper jaws would not open/close, confirming this complaint. It is possible that the shear pin on this device has broken disconnecting the actuator from the handle. The shear pin is design to break if excessive force was used on the jaws to prevent the jaws from breaking, therefore this could be the potential root cause for the reported failure, however a specific root cause could not be determined. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's grasper-grabber jaw would not close. The case was completed with another like-device with no patient harm or delay. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.